Event description:
Reported event from MDR filed by user facility: "during the procedure, the peak handpiece would not fire. No adverse patient harm. The surgeon had to have the device replaced to complete the case."

Manufacturer narrative:
It was reported that the peak handpiece would not fire during the procedure. There was no harm to the patient. The surgeon changed out the device to continue the surgery. The device was returned to the manufacturer for evaluation. During functional testing, the cut button had intermittent continuity when activated. The coag button was fully functional. The root cause for the intermittent continuity was failure of the dome switch to consistently contact the pcb when activated. Inspection of the lot history record did not note any issues during the manufacturing of this lot.